Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01344. During the trial implant on (B)(6) 2017, it was reported the intended lead "caught on" the needle once it was introduced into the epidural space. The physician discarded the lead and the needle into a biohazard sharps container, and the trial was abandoned. The patient may be pending a paddle trial with a surgeon.